Event description:
It was reported that during an unspecified treatment procedure, balloon rupture occurred. The unspecified target lesion was located in the celiac artery. The physician used a 7.0 x 20/125 sterling mr balloon catheter for post dilation of an express stent delivery system and on the first inflation to 8atms, the balloon ruptured at the edge of the stent. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).